Event description:
It was reported in the patient's medical records that the patient underwent surgery for anterior fusion at l3-4, l4-5, l5-s1 with peek and bmp, and posterior fusion t10 to the sacrum with titanium hardware. Pre-op diagnosis was degenerative scoliosis, central stenosis l3-4, and lateral recess stenosis l4-5, l5-s1. Pt. Was experiencing increasing lower back pain and lower extremity numbness. CT scan one week post-op of thoracic and lumbar spine shows the l2 interpedicular screw does not violate the pedicle but is located through the lateral mass and extends immediately lateral to the pedicle into the adjacent paraspinal soft tissues and the left s1 screw within the ventral neuroforamen as well as soft tissue density infiltration through the left l5-s1 neuroforamen. One week post-op the patient underwent a revision surgery due to loss of fixation of the l2 screws and s1 screws bilaterally. Both l2 and both s1 screws were removed. Rods were re-inserted with additional pelvic instrumentation.

Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine cause of the reported event.